Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because as per the customer, we put the original back in and carried out the pim test and it passed!! We installed the new safety disk again but it still fails! There is evidently an issue with the new safety disk. The malfunction seems to be with the new safety disk failing the pim test. There were no other system malfunctions. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had an out of box failure of a safety disk. The new disk failed the pim test twice. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Event description:
N/a